Event description:
Reported via clinical study. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. During a routine 45 day follow up a device related thrombus (drt) was noted. There were no corrective actions or diagnostic tests associated with the finding.